Event description:
The hospital reported that the explanted products were discarded. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR inadvertently didn't report that pin insertion troubleshooting wasn't performed.

Event description:
It was reported that pin re-insertion wasn't tried prior to explant. X-rays of the patient's generator and lead after high impedance was seen was reviewed. The end of the lead pin could not be seen coming past the second connector block and a large portion of the back end of the pin was visible. Although the generator was at a slight angle, based on both of these observations, incomplete pin insertion is believed to be the cause of the high impedance reading. Note that the surgeon likely indicated that the pin was inserted because the tip of the lead pin was in the second connector block; however, per labeling, the lead pin should be visible past the second connector block. No other relevant anomalies were identified. . Note that a portion of the lead was routed behind the generator and so could not be assessed. No apparent gross lead fractures, sharp angles, or other anomalies were observed. Note that the presence of a micro-fracture and/or a lead discontinuity in the portions of the lead not visible could not be ruled out. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
It was reported on (B)(6) 2019 that the patient's generator showed high impedance approximately 2 weeks post-implant. The impedance was fine during implant surgery. The physician reportedly took x-rays and believed the pin was inserted. The patient was explanted a few days after high impedance was detected due to infection (captured in MFR. Report # 1644487-2019-00897). The patient's mother was concerned that the infection may have caused the high impedance. The manufacturer's device history records of the generator and lead were reviewed. The generator and lead passed final quality and functional specifications prior to release. The suspect product has not been received to date. No further relevant information has been received to date.